Event description:
Patient alleges that she suffered a positive edema on her left lateral foot with tenderness along lateral 5th metatarsal, increased mtp mobility 5th toe, and decreased heel to toe transition, following the use of a pain pump in surgery on (B)(6), 2007.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The report did not provide any specific information concerning the pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The directions for use (dfu) on on-q catheters and introducers contain this warning: "to avoid complications in restrictive spaces, use the lowest flow rate, volume and drug concentration required to produce the desired result in particular: avoid placing the catheter in the distal end of extremities (such as fingers, toes, nose, ears, penis, etc.) Where fluid may build up as this may lead to ischemic injury or necrosis." (Parts 1304266, rev. F and 1304265, rev. G). A technical bulletin has also been created covering "hand and foot surgery continuous infusion - volume and flow rate selection." (Part 1304915, rev. A). If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.